Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2015. The revision surgery was due to the femur becoming loose. During the revision, the original omni size 2+ femur, 17mm x 150mm modular stem, 4 augment bolts, two 2 x 5mm posterior femoral augments and two 2 x 5mm distal femoral augments, the size 2 tibial insert and retaining bolt were all removed and replaced with new components. The femur was revised to a size 3+, the stem was revised to a 21mm x 100mm, the augments were revised to 3 x 5mm augments, and the insert was revised to a size 3 insert.